Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was giving more insulin than it was programmed to give. The caller was uncomfortable with the insulin pump, and did not want the customer using it. Advised that the insulin pump would be replaced. Nothing further was reported.